Event description:
A disposable surgical instrument package that is distributed by us was being used during a surgical procedure where the tip of a side cutting burr broke off in the patient. It was reported that the surgeon was burring the canal of the phalanx to make room for the distal portion of the metacarpophalangeal prosthesis. The burr snapped and the broken portion of the burr could not be retrieved. The surgeon chose to leave the burr in the canal and impacted bone graft on top and around it. The patient was then implanted with the joint implant.

Manufacturer narrative:
This has been reported to the manufacturer for assistance with the investigation into this event. When the investigation has been completed and/or additional information is received, a supplemental report will be filed appropriately.